Manufacturer narrative:
Initial MDR filed pending information the customer. If additional information is obtained, a follow up MDR will be submitted.

Event description:
Left-side suspected rupture.

Manufacturer narrative:
Requesting to void because this is a duplicate of report 1651189-2022-02364.